Event description:
Reporter alleged obtaining a discrepant blood glucose result of 51 mg/dl back to back with a result of 120 mg/dl on the compact system when testing was performed less than 10 minutes apart. Reporter stated that she self-treated with oj. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.